Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. The user performed reprocessing in accordance with IFU. The procedure was delayed due to the necessity of replacing the device, as a piece of stent from the previous procedure fell into the patient. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). By following the instructions in the IFU below, users may be able to prevent this from happening. Operation manual: preparation and inspection: inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a piece of another stent from an earlier patient that was still in the scope and was pushed out of the scope into the current patient. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There was no delay or infection reported, and the procedure was completed using the same device. The chunk of stent was reported to be left off inside the patient and expected to be passed in a natural way no medical/diagnostic intervention was required. There were no reports of patient harm or injury.